Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event.¿a manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.¿

Event description:
It was reported that during radical resection of esophageal carcinoma surgery, after fired, could not open the jaw. As the tissue was cut off, removed the device from the patient through tissue gap. There were no adverse consequences to the patient. No additional information could be provided.